Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting options to evaluate electrode integrity including performing an x-ray. This system remains in service. No adverse patient effects were reported.